Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm. The customer¿s blood glucose level was unknown. The customer reported that they had inserted the new battery and insulin pump was making a whining sound. The customer reported that insulin pump was not returned to normal function. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.